Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a unknown surgery on an unknown date and suture was used. The suture broke after passing the needle through the tissue during surgery. There were no adverse patient consequences reported.